Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that there was salt buildup on the reference electrode. The fse removed and cleaned the electrodes and reseated them, ensuring proper fitment. For verification, the fse performed an ion-selective electrode (ise) check 30 times, passing within the manufacturing guidelines. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c (501) module for 20 patients. Results were provided for one patient. The initial result was 80 mmol/l, and the repeat result on another c 501 was 135 mmol/l. Multiple results were flagged as critical and there were a lot of errors that caused the customer to perform a look back. The questionable result was not released outside of the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The investigation is ongoing.